Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and severely calcified vessel in the forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.